Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 58 mg/dl, treated with approximately 25 grams of carbohydrates from fruit and an additional 15 grams of fast-acting carbohydrates, with glucose returning to range after about 45¿60 minutes, and engineering logs indicated an intermittent communication failure with a two-hour connection loss; the user also frequently paused the ilet due to concern about insulin during lows, and the agent provided education that the system suspends insulin below 70 mg/dl and advised against pausing to avoid algorithm maladaptation. Symptoms included hypoglycemia without reported manifestations. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user and internal logs. Investigation of this case revealed an interoperability and communication issue consistent with intermittent communication failure, with device components implicated in the electrical and magnetic domain and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.